Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious patient harm or injury.  The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information received on oct -09-2023 , the manufacturer previously received information as product problem. After further review, the manufacturer concluded it as serious injury. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additional information was received about the allegation of eye irritation, dizziness and headache, kidney disease/toxicity, liver disease/toxicity, lung disease and cancer. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box b, adverse event/product problem, outcomes attributed to ae was corrected to other. In box e, initial reporter details was updated. In box h, type of reported complaint was changed from product problem to serious injury. In box h, patient outcome code, health effect- impact code, type of investigation, investigation findings and investigation conclusions has been updated.